Event description:
The pt is a c4 quadriplegic with intractable spasticity. Pt underwent implantation of a synchromed pump and catheter in 1997 for intrathecal infusion of lioresal. The pt experienced increased spasticity and the hcp performed an x-ray rotor test which showed the pump motor had stopped. The catheter was also examined with a contrast study. The catheter was found to be occluded in the distal aspect. The pt underwent explantation of the pump as well as the distal catheter segment. The pt then underwent implantation of another synchromed pump and the distal catheter segment. The pt's spasticity was controlled after replacement surgery. The hcp returned the synchromed pump to the MFR for analysis.